Event description:
This case was reported by a consumer and described the occurrence of irregular vaginal bleeding in a pt who used super poligrip extra care with poliseal cream for loose dentures. The consumer called with a product question. A physician or other health care professional has not verified this report. Concurrent medical conditions included high cholesterol and hypertension and allergies to penicillin, ampicillin and advil. In june 2004 the pt started using super poligrip extracare with poliseal. In 2004, the pt experienced irregular vaginal bleeding and had a scheduled complete hysterectomy. A biopsy was done and it was negative. Treatment with poligrip was continued and all events resolved. The pt refused to provide additional information. Super poligrip extra care w/poliseal is manufactured in dungarvan, ireland. The lot number for this product is available and quality testing is pending.

Event description:
MFR's comment - the MFR's report number for this case is 9681138-2004-00048. Super poligrip extra care with poliseal is manufactured. In the absence of further data or supportive trends, quality testing is unlikely to clarify the adverse event reported.